Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "I was assisting for a groshong PICC insertion at pediatric department. I witnessed a kink in the stylet which led to further kink the catheter near to 30 cm immediately after kit was opened." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the exact cause could not be determined. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue in the sample. Kinks were observed near the 10cm and 19 cm depth markings. A small bend was observed near the 42cm depth marking. A microscopic observation revealed what appeared to be rust in the catheter and on the stylet, likely from saline solution. Based on the available evidence, it could not be determined how or when the damage occurred. As a result, the root cause of the kinks could not be determined for this complaint. This complaint will be recorded for future trending and monitoring purposes.